Event description:
It was reported that when the dependent patient presented to the hospital with syncopal episodes, noise was observed. The noise was unable to be reproduced with isometric testing. The tachy therapies were programmed off. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
(B)(4).